Event description:
It has been reported to philips that the system's footswitch was intermittently unable to trigger exposure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The procedure was completed by using the wired footswitch. A philips field service engineer (fse) visited on-site and confirmed that the pedal was intermittently not functioning. The philips engineer replaced wired footswitch. Following replacement, the system was returned to good working order. The failure of the wired footswitch can be attributed to the issues resolved in medical device correction z-2587-2023. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.